Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed by a defective printed circuit board. In addition to the device not showing any images of exera ii scopes, additional evaluation findings were as follows: there was a deformed programmable input processor connector, the top cover was scratched, sometimes there were stripes on the image, there was a defective video socket, and the front panel was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using a evis exera iii video system center, the image on the monitor was green and did work with any of the exera ii scopes. The issue occurred during preparation for use for the intended procedure. There was no patient harm associated with the event. The device was returned and evaluated and upon estimation, there was an issue with the device not showing any images of exera ii scopes. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image flickering was caused by a defect in the video socket. Additionally, it is likely that the images lagging was caused by a defect in the printed circuit board. Olympus will continue to monitor field performance for this device.